Event description:
Information was received from a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient noticed that they were not feeling stimulation, one hour later they felt it for a short period of time and then it stopped again. There was a sudden loss of stimulation in their back and legs and a return of symptoms. The patient programmer showed that stimulation was on. The setting was 8.0v and the ins was on. During troubleshooting the patient increased to 9.0v but still did not feel anything. The patient currently went to their health care professional (hcp) for epidural shots. Later on the same day, the patient called back and stated that they felt uncomfortable stimulation in their legs when they were sitting in their recliner and wanted to turn stimulation off. Stimulation was successfully turned off during troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.